Event description:
Patient had cataract surgery on (B)(6) 2016. Significant, greater than expected eye inflammation diagnosed on (B)(6) 2016. (B)(6) recalled medication used on patient lidocaine 1 percent, 1.5 percent phenylephrine preservative free. The recall indicated that the baxter filter recall was the reason for this medication recall. This was one of 5 cataract patients who had tass or inflammation diagnosed who had received the recalled products prepared by the compounding pharmacy. Dose or amount: 1 ml millilitre. Route: intraocular. Therapy start date: (B)(6) 2016. Diagnosis or reason for use: standing order for cataract surgery followed by viscoat. Event abated after use stopped or dose reduced: yes.